Event description:
It was reported the insulin pump the insulin pump alarmed no delivery during basal. Customer's mother stated they did a complete set change and issue was resolved. Customer's blood glucose was unknown. Customer's mother stated customer's blood glucose had been running high it was 200 to 300 mg/dl and it was because customer was not giving boluses for high blood glucose. Customer has been on manual injections for three weeks due her not bolusing. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.